Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A manufacturing record evaluation was performed for the finished device product code:150660005 lot number:4243699, and no non-conformances / manufacturing irregularities related to the malfunction were identified. Product code 150660005, work order (B)(4) was manufactured on 29-jul-2023. (B)(4) parts were manufactured per specification and all raw materials met specification. Scrap: 1 part from this lot were scrapped: there is no correlation between this scrap reason and the failure mode of the complaint. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot. Non-conformance: 1 nonconformance associated with this lot: there is no correlation between this non-conformance and the failure mode of the complaint. Expiry date: 30 june 2033. IFU: 090200917. Complaint confirmation: non-verifiable. Conclusion: due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation. It will be reopened. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : a manufacturing record evaluation was performed for the finished device product code:150660005 lot number:4243699, and no non-conformances / manufacturing irregularities related to the malfunction were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when the or nurse opened the tibial implant, part of the packaging was sticking out of the sterile seal and gave the impression that the implant was not packaged correctly. The surgeon was not comfortable using the implant and did not consider it sterile. At that point the implant was considered contaminated. There was no delay in procedure and a different implant was used.